Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of a thermal event to a dreamstation auto CPAP device. The user alleged the device was overheating and caught fire. There was no report of patient harm or injury. This event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211. After review, it was determined this allegation was not in reference to the voluntary field safety notice/recall notification related to the sound abatement foam and recall should not have been selected in section h7 and the recall number of res 88058 should not have been reported in section h9. There was no allegation by the user of visualization of particles. This event was only reportable due to the allegation of device caught fire. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h6, h7 and h9 updated in this report.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of a thermal event to a dreamstation auto CPAP device. The user alleges the device is overheating and caught fire. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer. This event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.